Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one sealed 5fr powerline s/l catheter kit was returned for evaluation, and one photo was provided for the review. Visual evaluation was performed on the returned device. The bottom left portion of the top product tyvek label was noted to be peeled off. Evidence of peeled tyvek label was observed on the center portion of the package. Components within kit did not look affected or damaged. The photo shows a powerline kit product package in which label was teared and the area containing the barcode is noted to be missing. The manufacturing review states, images showed a tear and the missing of a portion of the packaging's unit label in the bottom section. Therefore, the investigation is confirmed for the reported packaging problem and missing information issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a chronic catheter placement for unknown medical condition. Prior to the placement procedure, the packaging was allegedly found damaged and the stickers for scanning are missing. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a chronic catheter placement for unknown medical condition. Prior to the placement procedure, the packaging was allegedly found damaged and the stickers for scanning are missing. There was no patient contact.